Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's external flow sensor causing decreased tidal volumes. There was no harm or injury reported. The component was returned to the manufacturer's product investigation laboratory and the customer's complaint was not duplicated. The component was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's external flow sensor causing decreased tidal volumes. There was no harm or injury reported. The component has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.